Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report that they were unable to advance to the next stage of fill tubing. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 97 mg/dl. During troubleshooting, insulin squirted out during the prime process. The customer stated the reservoir became empty and the device alarmed no delivery. The customer declined further troubleshooting. The customer was sent replacement infusion sets. Nothing was returned for analysis.